Manufacturer narrative:
Product has not been returned to the manufacturer for evaluation. When product is returned evaluation will be completed and final report will be submitted.

Event description:
"Piece of the tip was seen in the patients abdominal cavity. Instrument removed and piece removed from abdominal cavity." Patient is doing fine.